Manufacturer narrative:
Device evaluation: a visual and a tactile inspection were carried out on the device with the following results: three kinks were detected on the device at approximately (distances form the hub): 43 cm. 45 cm, 67 cm. The balloon was received clean and unfolded. A guidewire 0.018" was advanced from the device tip to the hub, no resistance was encountered during the procedure. A purging test was performed (applying negative pressure in the device), the test passed because no leaks were detected. Afterwards the device was successfully inflated at the nominal pressure and the balloon diameter fulfills the product specifications. The technical analysis was concluded without reporting any failures on the device.

Manufacturer narrative:
(B)(4).

Event description:
During a procedure a physician was attempting to use a pacific plus balloon catheter to treat a severely calcified lesion in the sfa. It was reported that the balloon ruptured during procedure. The device was inspected and prepped prior to use and no issues noted. The device was used to post dilate the lesion. No difficulty in crossing the lesion. The balloon ruptured at first inflation and at nominal pressure. The same-model but different size device was used to complete the procedure successfully with no adverse effect on the patient. There was no injury to patient or clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.